Manufacturer narrative:
As reported in a research article, salvaging percutaneously a suboptimal tavr deployment with repositioning in the thoracic aorta a novel snare-mediated approach to prosthesis malposition. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: salvaging percutaneously a suboptimal tavr deployment with repositioning in the thoracic aorta: a novel snare-mediated approach to prosthesis malposition.

Event description:
The article, "salvaging percutaneously a suboptimal tavr deployment with repositioning in the thoracic aorta a novel snare-mediated approach to prosthesis malposition", was reviewed. The article presented a case study of an 85-year-old male patient with prior surgical left atrial appendage exclusion, sick sinus syndrome status post permanent pacemaker implant, and paroxysmal atrial fibrillation. It was reported that on an unknown date, a 25mm trifecta valve was implanted. It was then reported on an unknown date, a decision was made to perform a transcatheter valve-in-valve with a 26mm evolut fx+ valve within the 26mm trifecta valve. [The primary and corresponding author was sandeep patel, structural heart and intervention center, st rita¿s medical center (mercy), 730 west market street, 2k tower, lima, ohio 45801, USA, with corresponding e-mail: smpatel@mercy.com]